Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was unconfirmed since the problem could not be reproduced. One 4 fr dl powerpicc solo catheter and a nitinol straight tip guidewire were returned for investigation. Blood residue was visible within the extension tubing of the catheter. Gross visual observation did not reveal any apparent locations of damage or breaks in the catheter or extension tubing. The two lumens were flushed with water using a 12 ml syringe and the red lumen was found to be patent to infusion and aspiration. The catheter was cut near the 10 cm depth marker in order to flush the occluded lumen. Both lumens were flushed and pressurized and no leaks were observed. Since no leaks or apparent catheter damage was observed during functional testing of the device, the complaint could not be confirmed. The device attached to the luer hubs may have contributed to the event; however, they were not returned for functional testing. A lot history review (lhr) of reen2083 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the air keeps coming out when regauge the blood through catheter after the procedure. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen2083 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the air keeps coming out when regauge the blood through catheter after the procedure. No other information was provided.